Event description:
It was reported that during the revision surgery, because of tight the surgeon could not dissociate the head from the stem. Therefore, he also removed the head with the stem.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.